Event description:
It was reported via phone call, that the customer received a motor error alarm, leaks in the reservoir compartment was also reported. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with corroded motor home switch noted during our visual inspection. No moisture damage on the electronic assembly noted during our visual inspection. The insulin pump functioned properly and passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm test. No motor error alarms noted. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.